Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed. Noise, variation in pacing lead impedance and sensing anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that prior to explant, the patient received multiple inappropriate shocks. Dislodgement was observed.

Manufacturer narrative:
(B)(4).